Event description:
During a cataract extraction procedure, this phacoemulsification handpiece exhibited intermittent power. Another handpiece was used to complete the procedure.

Manufacturer narrative:
To date, no product has been returned for evaluation.